Event description:
A preterm baby boy was admitted from the operating room status post-total anomalous pulmonary venous return (tapvr) repair on dopamine, epinephrine, milrinone, and calcium drips for hemodynamic support. One of the 4 modules attached to one pc, with milrinone drip infusion gave an unprovoked "channel error" alarm. The module key pads were unresponsive, thus unable to reset the pump.the module with milrinone infusion and maintenance carrier ivf were detached from pc and quickly attached to "restore" settings. Transient hypotension with mean arterial pressure (map) of low 30's was noted and intervened with volume resuscitation.